Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a sensor discrepancy issue. The customer had a low blood glucose level of 36 mg/dl but her sensor glucose reading was 137 mg/dl. The customer also reported that they have been experiencing low blood glucose. The customer recently had a low blood glucose level of 56 mg/dl. The customer treated their low blood glucose with food. The customer's current blood glucose level was 297 mg/dl which they treated with a bolus correction. The customer declined troubleshooting for the high blood glucose. The device will not return for analysis.